Event description:
It was reported that they received an error code 5 when using the shears during the case. They switched out the handpiece and were able to complete the case with no pt consequence. During troubleshooting it was determined that the acoustic mount was loose.